Event description:
The customer's mother reported via phone call that the customer's insulin pump alarmed failed battery test. The customer's blood glucose was unknown. The customer's mother stated that there was something wrong with the battery cap of the insulin pump and that the customer had to use a battery cap from an older insulin pump. The customer's mother inserted a new battery while the customer was sleeping, causing the insulin pump to alarm failed battery test. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.